Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist system. Section: potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The user facility reported a patient found to have new heart failure dysfunction, atrial fibrillation with multivessel disease underwent coronary artery bypass surgery and had an impella electively placed postoperatively for mechanical circulatory support. Approximately 23 hours after start of support, an acute clot entrainment developed. The motor current subsequently spiked and then flattened. The flow dropped to less than 1l on support level p-6 and plans were subsequently made to explant the device. The patient was noted to be hemodynamically stable enough for the impella 5.5 removal and following the explant was noted to be in stable condition.

Manufacturer narrative:
The investigation of low pump flow and thrombus has been completed. The impella device was not returned for evaluation. The data logs confirmed low pump flow when pump started and remained to the rest of the case that triggered auto suction response and suction alarms. Logs also showed pump was in aorta shortly but resolved. After two hours since start of case upward rise/trend in motor current (mc) and small intermittent mc spikes were observed with drop in flows. The mc trend and drop in flows indicate likely ingestion trend. Product was not returned for review. Based on clinical description and data analysis, the root cause of low flow was most likely biomaterial ingestion. ¿note: remove failure mode thrombus as it was a root cause of low flow.